Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. The battery cable, power pcb assembly and battery banana plugs were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.